Event description:
Patient reported that 2-3 weeks ago, the piston rod did not retract properly and the infusion device gave a "piip" signal when priming the infusion set. Patient removed and reinserted the battery, and the infusion device functioned as intended. Patient also reported that last sunday (date not provided), the check button did not function properly during the cartridge change procedure. Patient pressed the check button approximately 10 times before it responded. Patient noticed the same concern when he changed the infusion set. Infusion device was requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. Additional details were not provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is al that is available at this time. If further information is obtained it will be provided in the supplemental report.